Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) came apart prior to entering the body. Hemostasis was achieved by manual pressure for twenty minutes. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The device was prepped according to the instructions for use (IFU). The damage on the balloon was noticed during prep. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) came apart prior to entering the body. Hemostasis was achieved by manual pressure for twenty minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The damage on the balloon was noticed during prep. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and button 2 were not depressed, the sealant remained in its manufactured position fully covered by the sealant outer sleeve assembly. The device did not show any evidence related to the reported event as received during this unaided eye visual inspection. Additionally, the syringe and the sheath were not returned with the device to be evaluated. Per functional analysis, an inflation/deflation functional test was executed with a cordis lab sample syringe to test the balloon conditions, and no issues related to a partial or total separation of the balloon were concluded as the inflation of the balloon was achieved. Per microscopic analysis, visual inspection at high magnification showed that the balloon did not present any type of damage or anomaly that could be related to the reported event. The reported event of ¿balloon-separated¿ was not confirmed through analysis of the returned device as there were separations or damages noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced by the customer, especially since there were no separations of the device noted. However, prepping/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.